Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an increase in threshold measurements was observed on the right ventricular (rv) lead. Additionally, loss of capture was observed. As a result, the rv lead and device were explanted and replaced. It was indicated the lead was damaged during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the distal portion of the lead was returned. The lead was severed 50 cm from the tip. Visual inspection noted the anode and cathode coils were extremely stretched nd the anode coil was fractured. It was concluded the damage most likely occurred during the explant procedure.